Event description:
It was reported that the pt had elevated pressure 1 day post-op that was treated pharmacologically. It was also reported that approximately 6-8 weeks post-op the lens orientation changed, and minimal anterior capsular phimosis and fibrosis were noted upon examination of dilated eye. The lens was repositioned and a capsular tension ring (ctr) was implanted. The surgeon indicated that the likely cause of the event was "unexplainable rapid healing of the pt caused capsular contraction. Possible failure to comply with drops". The pt was being monitored closely for elevated eye pressures. This event pertains to the patient's right eye. Reference MDR# 1313525-2015-00296 for the event associated with patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.